Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the revel ventilator had vent inop (inoperable) prior patient use. Furthermore, there was no patient associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer complaint. The suspect device was returned for investigation. Vyaire received assy, main flex, ptv p/n:12034-001 rev. C; s/n:(B)(6) from factory service with an original complaint, ¿vent goes inop after the new hybrid board was installed to resolve an alarming issue¿. Visual inspection of the uut (unit under test) found the jp1 connector damaged/missing. Due to the condition of the uut, no further investigation was performed. Factory service technician root-caused diagnosis is verified and confirmed. Uut jp1 connector is damaged/missing. Assy, main flex, ptv p/n:12034-001 rev. C; s/n:(B)(6) will be scrapped.